Event description:
The screw could not be locked with the variax elbow plate. Another same size screw was used instead of it and the procedure was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the locking screw variax full thread 3.5mm / l28mm to be the primary product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. The event description stated that " the screw could not be locked with the variax elbow plate." A physical examination of the locking screw could not be carried out as the device was not received for evaluation. According to information received, it was discarded by the customer. Thus a reasonable examination and investigation was not possible. The reported event could not be confirmed. The root cause could not be determined. A more precise statement is not possible based on the information given. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. No non-conformity identified. Product was discarded and not return.

Event description:
The screw could not be locked with the variax elbow plate. Another same size screw was used instead of it and the procedure was completed.